Event description:
Manufacturer reference number: (B)(4). It was reported, that the patient presented at clinic. For a normal elective replacement indicator (eri) procedure. Prior to procedure, it was discovered, that the patient had a faulty right ventricular (rv) lead. The right atrial (ra) and rv leads were capped on (B)(6) 2024. The pacemaker was explanted and successfully replaced with a rv leadless pacemaker. Patient was stable.